Manufacturer narrative:
The explanted device was not available to be returned for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found thought the be related to the reported event. (B)(4). Stent malposition, iop elevation and inflammation are listed in the device labeling as known inherent risks of glaucoma stent surgery.

Event description:
The surgeon initially reported persistent inflammation and iop elevation status post istent implantation. The stent appeared to be malpositioned partly in the iris. Additional follow-up was requested and on 5/2/2016 the surgeon provided the following details. The original surgery date was (B)(6) 2015. At the one week post-operative examination the surgeon discovered that the istent was implanted superficially in the trabecular meshwork. The istent was explanted on (B)(6) 2016. Additional follow-up has been requested.